Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage. The insulin pump was received with moisture damage at the motor and minor scratches on the display window. The device had a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and it was missing the end cap sticker.

Event description:
Customer reported via phone call that they jumped into the water wearing the insulin pump and now the display is blank. Customer accidentally jumped into the pool and forgot the insulin pump was still on. Customer advised when they changed the battery on the insulin pump the pump restarted and now they have a green screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
.